Manufacturer narrative:
Submitted: 05/26/2013. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.device evaluation: on examination, the display screen was noted to be dim, faded and have a pink contrast. A test display was attached to the pump and illuminated properly without discoloration.

Event description:
There is no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(6) 2013: the display screen was dim, faded and pink.